Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead dislodged during implant and a few hours post implant. The lead was repositioned the following day. The lead dislodged again within three months post implant. The lead was noted to be programmed off before being repositioned. The lead dislodged again during the revision procedure and was replaced with another lead. No patient complications have been reported as a result of this event.